Event description:
Patient reported that she had been experiencing elevated blood glucose (477 mg/dl) for the past three days. Patient stated that she is able to lower blood glucose by delivering boluses; however, her blood glucose increases during basal delivery. She stated taht she believes the device is not delivering her basal insulin (currently set to 2.0u/hr). No error messages were generated by the device.